Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the device was received in two sections; the proximal section measured 146.9cm and had a kink 0.5cm from the proximal end. All dimensional measurements which were taken met specifications. The device was sent for external analysis which indicated the failure occurred due to a bending and tension overload. Both samples exhibited the same failure mode with similar characteristics and corresponding shapes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The patient was undergoing treatment of a left radiocephalic fistula which had failed to mature. During withdrawal, the pt2 light support guide wire became caught in the calcified radial artery and snapped midshaft at the level of the sheath, outside the patient. The guide wire was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The patient was undergoing treatment of a left radiocephalic fistula, which had failed to mature. During withdrawal, the pt2 light support guide wire became caught in the calcified radial artery and snapped midshaft at the level of the sheath, outside the patient. The guide wire was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).